Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they wanted their cardiac resynchronization therapy defibrillator (crt-d) explanted because they were "getting tired and nothing is working right". The crt-d remains in use. No further patient complications have been reported as a result of this event.